Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a severe low blood glucose of 41 mg/dl while using ilet therapy and expressed concern about excessive insulin delivery; the support team noted a history of frequent pump pauses and a recent weight change, and the user self-treated the hypoglycemia with oral glucose and continued therapy. Symptoms included hypoglycemia, weakness, nausea, and vomiting. Outcomes included unexpected medical intervention in the form of medication required to treat low glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.